Event description:
During the setup of the 6875 hana operating room table, it was determined that the 6875-600, right femur lift was inoperable. The hospital determined to continue to use when required by operating the femur lift manually. No pt injury was caused because of this incident.

Manufacturer narrative:
A replacement cable was sent to the customer to repair the femur lift. Add'l investigation is ongoing and this record will be updated upon completion ((B)(4) 2011).